Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that tip detachment occurred. Vascular access was obtained via the femoral artery. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified mid superficial femoral artery. A v-14 short taper 300cm straight tip v-14¿ controlwire® guide wire was advanced into a.018 non-bsc support catheter but the distal tip of the v-14¿ guide wire broke. The physician accessed the popliteal artery and using a 4f non-bsc snare, the broken wire was able to be captured and removed. However, approximately 2cm of v-14¿ guide wire left behind the patient and lodged into the sub-intimal space. No further patient complications were reported and the patient's status was okay.